Manufacturer narrative:
The pushwires were returned without the pipelines attached and with no defects; therefore, the event causes could not be determined.(B)(4).

Event description:
Treatment of a left unruptured cav (cavernous) fusiform aneurysm measuring 25mm x 35mm. During the pipeline deployment, it was reported that the physician needed to manipulate the marksman catheter in order to release it from the capture coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire involved in the event has not been returned for evaluation.(B)(4).